Manufacturer narrative:
Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-07637 it was reported during a surgical intervention to address high impedances on one lead, it was found the remaining lead had migrated. As a result, the migrated lead was repositioned. Therapy was restored post-op.